Manufacturer narrative:
E1 reporting institution name: (B)(6) hospital. Analysis was performed by onsite service personnel. The testing determined that the sensor was not functional. The issue was resolved by replacing the sensor and the product is back in service.

Event description:
Philips received a complaint on the anesthetic oxygen (o2) sensor, 3160p indicating that the o2 value was reading low. The device was not in clinical use on a patient at the time of the event. No adverse event was reported.